Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had failed the high performance test and had absence of occlusion alarm. Customer¿s blood glucose level was 600 mg/dl at the time of incident. Customer was treated with manual injection and insulin for high blood glucose level. Customer was using insulin pump system within 48 hours of reported high blood glucose event. Customer¿s other relevant blood glucose values were 505 mg/dl and 250 mg/dl. Customer did mentioned symptoms such as vomiting and headache of high blood glucose event. Customer was not alleging insulin pump was under delivering. Customer stated that they were not admitted to emergency room, nor hospital or nor to emergency medical service. Insulin delivery was not suspended due to sensor glucose versus blood glucose difference. The blood glucose value from reported event was 600 mg/dl while the sensor glucose value from reported event was 250 mg/dl. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, active current measurement, sleep current measurement, and self test. No unexpected pump error alarm noted during testing. (B)(4).